Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a tear was identified in the right cylinder; however, the cause for the perforation was not detailed by the facility. It was indicated that the previous reservoir was not removed. Following the intervention, the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of hole/perforated and mechanical issue was confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was cut down to the input tube junction, and not returned. Both cylinders had wear at folds in the cylinder bodies. Functional testing of the cylinders identified cylinder 1 had excess air between the inner and outer tubes, resulting in bulging of the cylinder. Cylinder 2 performed within all testing parameters. The bulging of cylinder 1 could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a tear was identified in the right cylinder; however, the cause for the perforation was not detailed by the facility. It was indicated that the previous reservoir was not removed. Following the intervention, the patient was stable and improved.